Event description:
N/a.

Manufacturer narrative:
UDI #: (B)(4). The returned 00mlx light source is in used condition with a faulty power supply board and damaged power entry module. These issues would cause the unit to blow fuses. The reported complaint is confirmed. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the 0mlx mlx 300w xenon lightsource blows fuses and fails to function further when powered on. There was no known patient involvement or delay in surgery.